Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions was identified during the device evaluation: a hole in the sterilization pack. A root cause could not be identified. The event may have been caused by the excessive loading was applied from the blister side of the sterilization pack, causing the blister container to collapse and the tip of the cartridge to hit the sterile sheet, tearing and puncturing the sterile sheet. Based on the results of the investigation, the most probable cause of the complaint is linked to the device, but unable to trace more specifically. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a hole in the sterilization pack. No patient involvement.